Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/14/2019, product information was updated for the left side from catalog number 3505535bc; serial number (B)(4) to catalog number 3505480bc and serial number (B)(4) as per device tracking information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown, and bilateral ptosis. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 535cc mentor memorygel breast implant on the right side and with 480cc mentor memorygel breast implant on the left side and was presented with right side rupture and bilateral capsular contracture; baker grade unknown, and bilateral ptosis. As a result, the patient went under bilateral implant exchange with 345cc allergan gel devices on (B)(6) 2018. On 11/14/2019, product information was updated for the left side from catalog number 3505535bc; serial number (B)(4) to catalog number 3505480bc and serial number (B)(4) as per device tracking information. This report is for the patient¿s left-sided device.